Event description:
It was reported that during the atrioventricular reentrant tachycardia (avrt)/(wpw) procedure, the ez steer navigational 4mm catheter appeared to separate between poles 3 and 4. The catheter had a bend/kink between poles 3 and 4. Upon request, additional clarification was received on the event. The issue was discovered during the procedure. The catheter was used for ablation and removed from the patient. The physician was utilizing a sheath to stabilize the ablation catheter. However, the catheter met much resistance in reaching the desired ablation site. The catheter was removed to exchange the sheath and the issue was discovered. The kink was between the second and third electrode. It was a slight bend. There was a small discoloration at the kink. However, it was unknown if any inner part was exposed. There was no patient consequence. The procedure was completed. A new ablation catheter was utilized. The complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on march 4, 2014, the bwi failure analysis lab noted that the pu in the anchor pin was found separated to the tip. This condition was not originally reported. This returned catheter condition is indicative of a reportable event, thus marking march 4, 2014 as the awareness date for this report.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that during the atrioventricular reentrant tachycardia (avrt)/(wpw) procedure, the ez steer navigational 4mm catheter appeared to separate between poles 3 and 4. The catheter had a bend/kink between poles 3 and 4. Upon request, additional clarification was received on the event. The issue was discovered during the procedure. The catheter was used for ablation and removed from the patient. The physician was utilizing a sheath to stabilize the ablation catheter. However, the catheter met much resistance in reaching the desired ablation site. The catheter was removed to exchange the sheath and the issue was discovered. The kink was between the second and third electrode. It was a slight bend. There was a small discoloration at the kink. However, it was unknown if any inner part was exposed. There was no patient consequence. The procedure was completed. A new ablation catheter was utilized. Upon receipt, the catheter was visually inspected and the pu (adhesive) from the anchor window was found partially separated from the tip. A sem test was performed in order to identify if the pu or the catheter tip were contaminated, but the results did not show any anomaly. It is unknown how the pu partially separated from the anchor window. Awareness training was provided to the associates as a preventive action. No sharp edges were observed. It¿s important to mention that the anchor window is located between poles 2 and 3 and not 3 and 4 as initially reported. No bents, kinks or separated material were observed between poles 3 and 4. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent detached pu from leaving the facility. The customer complaint has been verified. However, it remains unknown the root cause of the pu partially separated.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).